Event description:
Complication during procedure: when removing run through ns wire after deployment of a new stent, the end of the wire became detached on a stent that was distal to the newly placed stent. Utilizing modified seldinger fluoro guided technique, retrograde left common femoral arterial access was gained with placement of a 6-(B)(6) sheath. Description of procedure event: after identification of appropriate anatomy and suitable lesion(s) requiring intervention, percutaneous coronary intervention (pci) was undertaken as follows: utilizing a 3.5 ebu 6 fr. Guide catheter, the lm was engaged and the lm-->cxm3 easily wired. The 80-85% lm and ostial circumflex (cx) were pre-dilated with a 2.5 mm nc balloon, and a 2.5x16 synergy stent was placed and post dilated to 3.0 mm. In removing the balloon and wire together, the wire tip became entrapped in the distal edge of the cx stents in the proximal m3 and the last 22-24 mm of runthrough tip separated and was entrapped. A decision was made to exclude the wire fragment with further stent within stent and the vessel was re-wired with an 0.014 runthrough hypercoat wire and distal stent edge and cx stents dilated with a 2.5x12 nc balloon. A guideliner was placed to ease vessel access and 3 stents were placed as follows: distal 2.25x8, mid 2.25x12 and proximal 2.25x12 fully covering and excluding the wire fragment and improving the flow and appearance of cxm3 and small m2. Pt had no chest pain, hemodynamic instability, or EKG change. Finally, the lm and proximal cx "stentwich" were again post dilated with a 3.25 mm nc balloon. At end of the procedure there was 0% residual, thrombolysis in myocardial infarction (timi) 3 flow and all catheters and wires were removed.